Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken when tested outside of the patient. The broken piece did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.